Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur is clinical considerations are not followed. Clinical considerations for patient selection are identified in the IFU, which includes patients who may not be appropriate for implantation of the cardiomems hf system.

Event description:
Following cardiomems implant procedure, prior to moving to recovery, the patient experienced a stroke and was sent to the emergency department. A second stroke occurred while the patient was hospitalized, and the patient passed away on (B)(6) 2023. The physician reported the cause of stroke was due to the patient's atrial fibrillation and an embolism. It was reported the patient's anticoagulant was held for the implant procedure.